Event description:
It was reported that nickel shaft fracture occurred. A 027/straight/1ro/155 direxion hi-flo catheter infusion was selected for use. During the procedure, the microcatheter was implanted but couldn't be advanced and was discovered to be broken around 0.2cm from the hub. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Inspection of the device revealed nickel shaft fractures. Microscopic inspection of the device revealed multiple areas along the shaft with nickel shaft fractures. Media was returned in the form of a photo. The photo was reviewed which showed the device was fractured. Media review in conjunction with lab analysis was able to confirm the alleged complaint issue.

Event description:
It was reported that nickel shaft fracture occurred. A 027/straight/1ro/155 direxion hi-flo catheter infusion was selected for use. During the procedure, the microcatheter was implanted but couldn't be advanced and was discovered to be broken around 0.2cm from the hub. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.